Event description:
It was reported that t-wave oversensing occurred, and was probably due to lead fracture. The lead was explanted. No patient complications have been reported as a result of this event.